Event description:
A baxter service technician found that a homechoice system failed the performance specification of the therapy monitored volume during testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation. The device passed (B)(4) test / (B)(4) test and failed the (B)(4) test due to failing volumetric accuracy. The rite volumetric specification range is 774.0 ml - 821.0 ml and the (B)(4) test results were 828.3 ml/fill1, 828.3 ml/drain1, 824.9 ml/fill2 and 824.8 ml/drain2. The cause of the rite failure was determined to be disintegrating piston foam. A service history review (shr) revealed that no issues that may have contributed to the problem of rite volumetric accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.